Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the radiographs received identified evidence of polyethylene liner wear. On the lateral view, there is a suggestion of abnormal radiolucency within the patella possibly representing osteolysis but bone detail is very poor. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06529.

Event description:
It was reported that the patient may require a revision procedure of poly exchange due to unknown reasons, however, no revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time. .